Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00563 and 00564.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired in 2010 after the use of the product.

Manufacturer narrative:
Patient codes have been updated per the additional information received from a second attorney. Additional information was also received from this second attorney regarding the date of event; however, there is a discrepancy as the date of event provided ((B)(6) 2011) is after the patient's date of death (initially reported as having occurred in 2010). As no additional information was received reporting the patient's date of death. Additional information to clarify the date of event and date of death has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated MFR report numbers 1225714-2014-00563 and 1225714-2014-00564.

Event description:
Additional information alleged that the patient experienced cardiac arrest, which is alleged to have been caused by the product administered for dialysis treatment.